Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change and fill tubing process, drops were not observed in the tubing and the device displayed an unable to proceed message, consistent with a flow obstruction during priming; a guided dry-run supply change completed successfully, and the user then obtained new supplies and successfully completed the supply change. Symptoms included no clinical symptoms. Outcomes included no impact to health and no need for medical intervention. Investigation included guided troubleshooting and user education on performing a dry-run and repeating the supply change with new supplies. Investigation of this case revealed that the issue was resolved by replacing the disposable supplies, indicating an occlusion or flow restriction associated with the prior supplies rather than the pump mechanism. It was concluded, based on previously established findings for similar reports, that user-interface or disposable-supply related factors were the most probable cause, with device function acceptable after supply replacement.